Event description:
It was reported that the pt had complained about severe tinnitus, that could be compared to the sound of a jet engine. The pt complained that something was not working properly with their implant. Their external equipment was checked for malfunction and was found to be functioning correctly. Further testing revealed a significant change in the ground path impedance since the last implant check.